Event description:
It was reported that the patient presented in the ER after receiving a shock. A field representative interrogated the device at the hospital and determined that no shock had been delivered. The device showed 27 percent battery remaining, but could not be interrogated the following day. Physician decided to explant and replace the device with a competitor ICD. On (B)(6) 2021, new information was received from a competitor indicating that the patient had experienced vf and asystole, and the device did not deliver shocks or pacing. Device has not been returned for analysis. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated, and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddlers syndrome, subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.